Manufacturer narrative:
The insulin pump had no button response on the up arrow button due to fully-unlocked connector on lcd board noted during the testing. Cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot and stained end cap sticker was found during failure analysis. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's up arrow button was not responsive. The customer's blood glucose was unknown at the time of incident. The customer stated that the issue happened when her site was ripped out of her leg when she was sleeping and tried to rewind the insulin pump. The customer also stated that the up arrow button no longer works and the insulin pump was unable to scroll up due the keypad anomaly. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.